Event description:
The resident was being transferred from a chair into a bed. When the lifter was positioned to align the resident with the bed, the right-hand leg became unstable causing the lifter to tilt over to one side. Injuries to the resident is unk, however, the carer received muscular discomfort overnight as a result of attempting to arrest the resident's fall. (B)(4).

Manufacturer narrative:
The leg collapse was caused by upward movement of the leg pivot pin where it disengaged from it's bottom location bush. At this point, the leg support was held only by the top bush. The leg pivot pin would have been unable to support the excessive bending moment resulting from hoist lift operation. Movement of the leg pivot pin is normally prevented by the spirol pin being fully engaged in the casting and the wall of the tube in the pivot pin. The reason why the spirol pin was only partially engaged is unk. The annual maintenance schedule needs to include checks that confirm both leg spirol pins are fully in position.